Manufacturer narrative:
This event occurred in (B)(6). The field service engineer discovered the internal standard plunger did not move perfectly vertical and there was air within the internal standard system. He replaced various parts and performed system adjustments. He performed verification testing with a function test. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and k results for one patient tested on a cobas 8000 cobas ise module. The patient's initial na and k results were not reported outside the laboratory. The customer performed repeat testing on a different analyzer as well as the initial analyzer for confirmation. The patient's initial results were na 124 mmol/l and k 4.93 mmol/l. The patient's first repeat results on a different analyzer were na 145 mmol/l and k 5.56 mmol/l. The patient's second repeat results on the initial analyzer were na 137 mmol/l and k 5.29 mmol/l. The na and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
After service, the customer did not report any further issues. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.